Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 600 mg/dl at the time of event. Customer's current blood glucose level was 211 mg/dl. Customer unable to troubleshoot due to being a past event. The insulin pump will not be return for analysis.